Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the sensor settings on the insulin pump. The customer later called to report that she was concerned that the insulin pump does not beep or alarm when her sensor glucose reads high or low. The customer stated that she called 911 on (B)(6), 2013 due to low blood glucose levels. The customer stated that she was not hospitalized, but she did visit her hcp, and her insulin pump settings were adjusted. Nothing further was reported.